Event description:
On (B)(6) 2012, the patient reports she experienced a corneal ulcer. Follow up with the ecp (eye care practitioner). On (B)(6) 2012, medical questionnaire noted a corneal abrasion. Corneal abrasions typically are not serious adverse events. On (B)(6) 2012 follow up from the ecp for the patients follow up notes corneal ulcer 1-2mm in size with moderate depth located os superior corneal ulcer just under superior lid margin. The patient was prescribed besivance cph solni. The corneal ulcer is reported as healed with stromal scar on (B)(6) 2012, with temporary discontinued use until (B)(6) 2012.

Manufacturer narrative:
No product returned for evaluation. This report is linked to (B)(4) 9614392-2012-00092 / USA as two lots were reported although it was not clear as to which lot was used in the reported event. No product returned for evaluation